Manufacturer narrative:
The device was returned and it was confirmed that the scaffold/distal tip had separated from the inner shaft. Failure analysis showed that the inner shaft was stretched and distorted, which is consistent with pulling on the device against significant resistance. The centercross IFU states "confirm the scaffold is fully sheathed with the outer shaft marker being distal of the inner shaft marker band" and "never advance or retract the centercross with the scaffold deployed or against any other resistance until the cause of the resistance is determined by fluoroscopy." Manufacturing records were reviewed. There were no nonconformances for related failure modes. Complaint history was reviewed and no trends were found.

Event description:
The device was deployed in the proximal sfa where severe calcification was noted. Resistance was felt and additional force was used during device removal. After removal, it was determined that the scaffold had separated from the catheter. After attempts to snare the scaffold, the physician elected to deploy a stent to compress the scaffold in place. Angiography confirmed no restriction of flow through the deployed stent. The case was successfully completed with no further issues and the patient was subsequently discharged. It was noted that the scaffold had not been confirmed as closed prior to removing the device.